Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work. The surgery was completed by another device. The surgery delay was 1.5 hours because the new handpiece needed to be sterilize. There were no harm or no injury to patient or operator.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the device was not functional. In order to repair the device, the controller board was replaced, as well as the trigger/controller boards cable. The battery support was also replaced with the controller board. After repair, the product was returned to the customer.